Event description:
Patient presented with dvt with s/s onset >=14 days and <=30 days. History significant for hypercoaguable condition. In 2007, pt underwent endovascular procedure. Baseline angiographic assessment showed complete thrombotic occlusion of r external iliac and r femoral vein. Angiojet thrombectomy followed by balloon angioplasty was performed. (Angiojet run time unknown). Total volume infused with thrombectomy was +500 cc. Type of contrast used was non-ionic. Amount of contrast used was not reported. One day later, patient serum creatinine elevated from baseline (1.0 to 1.7). Additional blood labs attached. Histology was consulted and ae believed to be due to contrast nephropathy. Patient treated with hydration and had a prolonged hospitalization. Physician reported, that the event was possibly related to the angiojet catheter, drug, other device, and/or procedure. Event status was reported as resolved with no sequelae.

Manufacturer narrative:
Patient adverse events are routinely reported into the complaint database. Event consisted of serum creatinine increase from 1.0 to 1.7 treated with hydration and prolonged hospitalization; event resolved with no sequelae. Cause was attributed to contrast nephropathy. Angiojet may have contributed to the event. Hemolysis and acute renal failure are known complications of angiojet use. A creatinine bump from 1.0 to 1.7 is not normally considered a significant increase, however, in this case, the patient's hospitalization was prolonged. Conclusion: event was likely caused by contrast nephropathy. Angiojet may have contributed to the event. Hemolysis and acute renal failure are known complications of angiojet use. Event is 30-day MDR reportable. No further investigation is warranted.